Manufacturer narrative:
The complaint device was received and evaluated visually and functionally. Visually, the device appeared in it's designed and manufactured condition. A brush was inserted into the needle shaft in attempt to obtain any metal shavings that may be present in the device and examined under magnification, however, there was no evidence of metal shavings in the device. Furthermore, a new needle was inserted into the device shaft and the needle was passed about 20 times. The device functioned as designed and intended again, there was no evidence of metal shavings or interference. The needle used in testing was examined under magnification and the wear on the needle was normal with only slight wear on the needle's polymer coating. Further, a batch record review has been conducted for this lot of suture passers to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. No fault could be found with the device. The complaint needle was not returned, therefore a root-cause eval could not be performed. Furthermore, no lot numbers were supplied which precludes a build history review or a lot specific search into the mitek complaints handling system. Therefore, we cannot determine what caused the user to experience the reported event. This is the first and only complaint of this nature for these product codes. Based on complaint rate and customer impact, we believe this to be anomaly. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reports that during a procedure while using an expressew ii suture passer and needle, the surgeon was passing suture and noticed metal shavings in the body. The surgeon used suction to remove the metal shavings and completed the procedure without any pt consequences. [See also related MDR 1221934-2007-00296].